Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer stated she suddenly felt nauseous, so she checked her blood glucose and the reading was 444 mg/dl. The customer stated she bolused and her blood glucose level lowered, but she was still suffering from diabetic ketoacidosis. The customer stated, she then went to the emergency room. Nothing further was reported.